Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The father of a customer reported via phone call that the infusion set tape is not adhering to their body. Customer's blood glucose was 475 mg/dl at the time of incident and treated with the pump. Troubleshooting was provided for tape not sticking and no further assistance was necessary.